Event description:
It was reported that the drive support cap appears to be damaged and the case also was cracked at the right side of the display. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received in with a scratched lcd window, a cracked case, cracked reservoir tube lip and missing end cap sticker.